Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. At the time of the event, the patient was using an omnipod 5 insulin pump. On 05/08/2026, at approximately 12:00 pm, the patient consumed coffee and administered insulin to cover carbohydrate intake. Upon rechecking her glucose levels shortly thereafter, she observed a discrepancy between devices: the cgm displayed a value within the normal range (specific value not available), while a fsbg measurement indicated a hypoglycemic value of 38 mg/dl. In response to this finding, the patient presented to her college campus health services, where she was treated with oral carbohydrates (gatorade). Her glucose levels began to increase; however, specific cgm or fsbg values during this time were not recalled. After returning to her room, the patient experienced worsening symptoms despite reported improvement in glucose levels. Symptoms included altered mental status, confusion, inability to recognize familiar individuals, disorientation to time, place, and person, severe headache, nausea, and persistent vomiting. Due to her condition, she was unable to continue self-management or recall additional glucose readings and contacted campus emergency medical services (ems). During ems transport, the patient received intravenous (IV) treatment; however, the specific fluids or administration of dextrose were not confirmed. A fsbg measurement obtained during transport was 130 mg/dl. The cgm device had been removed prior to this measurement. The patient arrived at the emergency department at approximately 12:22 pm with ongoing altered mental status and vomiting. Diagnostic evaluation included laboratory testing and computed tomography (CT) imaging. She was diagnosed with hypoglycemia with neurological manifestations. Treatment included diphenhydramine 10 mg, metoclopramide 10 mg, and lorazepam for symptom management. At that time, her fsbg was approximately 147 mg/dl. Prior to discharge at approximately 5:30 pm, the patient¿s fsbg was 164 mg/dl, and her condition had stabilized with resolution of acute symptoms and improvement in mental status. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.